Event description:
Cadd ms-3 pump sn (B)(4) (exp: (B)(6) 2017 maintenance) will not turn on despite troubleshooting, pt was not using when pump malfunction. Pump did not cause any adverse event or disruption in therapy and pump will be replaced.